Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 44 mg/dl while wearing the pod between 4 and 24 hours. The patient reports their blood glucose level had rose to 269 mg/dl. The patient had consumed food bringing their blood glucose down to 168 mg/dl. The patient reports they had lost consciousness and had awoken on the floor. The patients pod was removed in the ambulance on the way to the hospital. Once at the hospital the patients reported blood glucose level was 44 mg/dl. The patient was treated with intravenous fluids, food and anti-nausea medication. The patient was discharged from the hospital the same day. While on this call the patient was assisted with application of a new pod.